Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for 3 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample 1 initially generated a positive result for sars-cov-2 when tested on liat sn: (B)(4). The same sample was retested on cobas® 6800 which yielded a negative result for sars-cov-2. Sample 2&3 generated a positive result for sars-cov-2 when tested on liat sn: (B)(4). The same samples were retested on cobas® 6800 which yielded a negative result for sars-cov-2. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load and differences in testing platforms. As all three of these sample results indicate samples at the limit of detection (lod); either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. The difference between the cobas® liat system and the cobas® 68/8800 system is in the dual-target design of both systems which could further explain the sample discrepancies. Facility name truncated due to character limit: (B)(6) medical university hospital. (B)(4).